Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples are aligned. The stapler was returned with 34 staples left in the cover block, indicating that at least 1 staple was fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples were able to fire from the device but alternated between forming properly and not forming at all. Two of the first five staples didn't form properly. The sample was sent to the manufacturing site for further evaluation. Upon further testing, the remaining staples fired properly. It was confirmed that the stapler had been assembled correctly. No component issues were identified. Reference attached file 1900088371_additional_test for manufacturing investigation report. It could not be determined what prevented some staples from forming properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what prevented some staples from forming properly when fired. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The staples in the returned stapler were not forming consistently when fired. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what prevented some staples from forming properly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
(B)(6) 2021,staple was found jamming prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73l2000554 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, staple was found jamming prior to the patient.